Manufacturer narrative:
(B)(4). It was reported that during an rvot procedure, while applying rf the patient experienced a significant drop in blood pressure. Rf was stopped and via transthoracic echo, a pericardial effusion was identified. The case was stopped and a pericardiocentesis was performed. The returned device was visually inspected and it was found in normal conditions. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/15/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Other company¿s devices were used during this study: st. Jude medical 8.5 french sl1, st. Jude medical 8.5 french agilis. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation, the patient became hypotensive with systolic blood pressure decrease from 180mmhg to 80mmhg. Procedure was aborted. Patient was required hospitalization. First sheath used was a st. Jude medical 8.5 french sl1. Second sheath was a st. Jude medical 8.5 french agilis. Irrigated catheter flow at 30 ml/min. Generator settings: power control mode at 20 watts with impedance at 130-230 ohms. There were no error messages observed on any biosense webster equipment during the procedure. Factors cited that may have contributed to the adverse event include possible cardiac pouch.